Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided information, data and x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable pacing impedance around 450 ohms between (B)(6) 2016 and (B)(6) 2017 with a subsequent increase greater than 3000 ohms on the (B)(6) 2017. Furthermore the provided iegms confirmed the presence of oversensed noise on the rv as well as on the ff channel which led to shock delivery. In a next step the x-ray images were analysed. The lead in the implanted state did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implant period of approximately 107 months, oversensing with inappropriate shocks was reported. The patient was hospitalized and this lead was capped and replaced.